Event description:
During a follow-up, the device was unable to communicate via bluetooth telemetry. No further intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that the device was in bluetooth lockout due to excessive telemetry usage. When the device was interrogated the lockout was cleared. The patient was stable with no consequences.